Manufacturer narrative:
Correction - please refer to h6 device code. The reported event could be confirmed since the device was returned for evaluation, and with the available radiograph, it matches the alleged event. The returned plate and screws were visually inspected. Slight marks were observed on the screw heads, indicating contact from a screwdriver during insertion. The plate was fractured at its proximal section, and scratch marks were visible on the surface of the device. Multiple insertion holes showed signs of high torque application, evidenced by coating removal and visible marks. Microscopic inspection revealed deformation at one end of the proximal hole. Examination of the fractured area confirmed that the break occurred due to fatigue failure. We also see a dull surface at the end, indicating an instantaneous fracture. With the available radiograph, a formal medical opinion was sought: the volar plate was used in a case of a distal forearm fracture; both radius and ulna had a comminuted fracture.the comminuted fracture of the ulna was only held in reduction with a k-wire, allowing for shortening and putting high stresses on the plate and screws. Combined with impaired healing of the comminuted radial fracture, could lead to implant breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation, the root cause can be attributed to a combination of surgical and patient-related factors that have created a high risk for breakage of the osteosynthetic plate. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "plate noted to develop significant bending deformity within first two months post operative's, plate went on to fail. Progressive pain and dysfunction noted prior to 3-month follow-up; distal radius plate broke at oblong compression hole. Revision completed and replaced with skeletal dynamics distal radius plate.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "plate noted to develop significant bending deformity within first two months post operative's, plate went on to fail. Progressive pain and dysfunction noted prior to 3-month follow-up; distal radius plate broke at oblong compression hole. Revision completed and replaced with skeletal dynamics distal radius plate.